Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead system exhibited high, out of range, pacing lead impedance measurements of more than 2,000 ohms. Boston scientific technical services (ts) discussed with the physician the details and suggested that the patient be seen for further evaluation. Additional information was received that the system also exhibited high pacing threshold measurement and a lead revision is planned. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that a revision procedure was performed wherein both rv lead and device were explanted. No additional adverse patient effects were reported. The system was out of service.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.